Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 118 mg/dl. The customer stated that her pump appeared to be dead. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to remove the battery for 10 minutes. The customer was advised that a battery out limit will occur after the pump rest. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.